Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, explanted: product type lead, product ID 977a260, serial# unknown, explanted: product type lead product ID 97792, serial# unknown, explanted: product type accessory product ID 97792, serial# unknown, explanted: product type accessory, h3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins passed all testing in the laboratory and no anomalies were identified. Analysis of the first returned lead found no anomalies. Analysis of the second returned lead found no anomalies. Analysis of the first returned anchor found the anchor was cut. It was noted the finding was not considered significant. Analysis of the second returned anchor found the anchor was cut. It was noted the finding was not considered significant. H6: please note that result code 3233, method code 4118, and conclusion code 11 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# :unknown, product type: lead. Product ID: 977a260, serial#: unknown, product type: lead. Product ID: 97792 serial#: unknown, product type: accessory. Product ID: 97792, serial#: unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced pocket site heating, swelling, and sensitivity with stimulation on, soon after implant. Additionally, the patient felt significant discomfort and a burning sensation at the pocket site while charging the implantable neurostimulator (ins), even when the stimulation was off. The patient also felt residual heat or a burningsensation when the device was off. It was noted the patient experienced ¿significant postural variation¿ with ¿amplitude perception changes with head/neck/arm positions and movement.¿ adaptive stimulation settings were notably not enabled as of (B)(6) 2020. The ins reportedly ¿discharged quickly¿ and had zero charge at the time of report. There were no external factors reported that may have led or contributed to the issue; no falls or accidents were experienced and no recent component revisions were performed. Impedance testing was performed and showed the system was working to specifications with ¿ok¿ impedances that were ¿all within normal limits.¿ the patient was reprogrammed in an effort to address the issue; however, no change was felt or observed. X-ray imaging was performed and ¿did not reveal lead misalignment or a compromise to the system¿s integrity. Palpation of the battery was not able to elicit any shocking sensations; though it was noted that palpating the device whilst on was not an option as of (B)(6) 2020. The issue remained unresolved at the time of report. The patient¿s system was ultimately replaced as a result of the event. It was noted the patient¿s indication for device use was complex regional pain syndrome (crps) type 1. There were no further complications reported or anticipated.